Event description:
Revision hip surgery found the neck of a femoral stem prosthesis had worn through the u.h.m.p.e. Hip liner component and had fractured the liner's constraining ring. The need for revision surgery has been attributed to the failed hip liner component.

Manufacturer narrative:
H3-the acetabular liner was received with a fractured retaining ring. Both the polyethylene and the retaining ring suffered damage by impingement by the femoral hip. The retaining ring displayed wear and deformation over a 2 cm length. The fracture occurred in the middle of that worn area. The ultimate mode of failure was fatigue but the cause of its initiation was femoral impingement. No material or manufacturing defects were evident.